Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal of the inifiniti multipack catheters from their packaging, it was observed during inspection that the distal end, just proximal to the hub, was shedding and fragmenting. An additional multipack was opened and inspected, and the same issue was identified. Not harm to the patient, as they were not used. The device was stored and prepped according to the instructions for use (IFU). Devices are kept in a temperature- and humidity-controlled locked room and stored upright on hooks in a locked closet within closed wood cabinets, without light exposure. Devices are removed from the outer box prior to storage. No advanced decontamination methods (e.g., uv-c, vhp, ozone, fogging) are used in these areas, and products are not exposed to any sterilization processes or uv lighting. Devices are not reprocessed or re-sterilized. There have been no known facility-related issues (e.g., hvac, humidity, leaks, construction) or recent changes in storage or cleaning practices. The devices will be returned for evaluation.